Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm, flashing, white, and a blank display, and a power loss alarm anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not completed because the insulin pump had multiple alarms and the display went blank when the customer changed out the battery with a new battery. The device was returned for analysis.